Manufacturer narrative:
H3: analysis found that that drill body was without mechanical damage. The color was not changed. Wire was with significant kinks. Braid was with the traces of excess mechanical stress. The plug was not deformed and fully fits into the connector. The tip of the chuck was slightly dirty. The locking mechanism of the bur works well. Bur is not inserted into the chuck. When turned on, the drill works well. There were no coolant leaks from the motor housing. There were no signal plates on the plug. The drill, when connected to the console, is recognized correctly. During the ground resistance test, an excess of tolerance 0.316 ohm (tolerance 0.125 ohm). Conclusion: the drill was in a technically faulty condition. H6: fdm b21, fdr c21, and fdc d16 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that handpiece does not work, boron does not fit into the chuck. On follow-up, it was reported that the handpiece was overheating less than one minute. The event occurred intra-operatively, while working on the bone.

Manufacturer narrative:
H3: pre-repair temperature test 1 at minute: rear - 94 f, middle - 132f, nose - 137 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handle of the handpiece was very hot. There was no patient involvement. On follow-up, it was reported that the event occurred during setup.